Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported that the customer experienced high blood glucose levels. Customer's blood glucose level was over 400 mg/dl in three occasions. His blood glucose level is usually around 50 mg/dl and 60 mg/dl range when his blood glucose level is low. The device was not returned.